Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that during the preparation for the radio frequency ablation procedure, a part of the digital display for temperature did not light up in the window. Another generator was used and the patient was reported as ok.